Event description:
It was reported that balloon ruptures occurred. The patient presented with chest pain. The 70-80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, during inflation the balloon burst. The device was removed and replaced with a 4.00mm x 12mm nc emerge balloon catheter, but the balloon also burst. The device was also removed, and the procedure was completed with another 4.00mmx15mm nc emerge balloon catheter. No patient complications were reported.